Event description:
During a lung procedure, it was reported by the affiliate that preloaded staple cartridge was fired during the surgery and although the staples formed, the knife apparently did not advance and no transection occurred. The device was reloaded and worked fine for the rest of the procedure.